Event description:
Caller reported that the indicated battery charge dropped significantly within a short period, leading to an unexpected shutdown of the device. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. The customer received information on how to reset the pump, and it was noted that the battery capacity was greater than 20% when the pump was turned back on. Despite the absence of a shutdown alarm 12, the pump will be replaced by cts, who will also contact cts international for further assistance and follow up with the customer.